Event description:
The customer reported the foot pedal stuck and the system produced uncommanded x-rays. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and replaced the foot pedal. The system operates as intended. This malfunction may have resulted in an accidental radiation occurrence.